Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the right atrial (ra) lead post operatively. Thresholds returned to appropriate values at follow up check and the lead remains in use. No patient complications have been reported as a result of this event.